Event description:
It was reported by the customer that the guidewire appeared to have unraveled and separated during insertion. An x-ray was performed on the patient and confirmed the wire was completely removed. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.